Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced high blood glucose level. Customer blood glucose level was 406 mg/dl at the time of incident. Customer also stated that the insulin pump was damaged. The device will be returned for analysis.  Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Unit received with cracked keypad overlay at select button, broken belt clip rails and damaged serial number label.